Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation as it remained implanted. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled after an implant duration of five (5) years, six (6) months due to stenosis. A second device, a 20 mm transcatheter valve, was implanted using a valve-in-valve procedure. No additional information was provided.

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled after an implant duration of five (5) years, six (6) months due to severe aortic stenosis. A second device, a 20 mm edwards transcatheter valve, was implanted using a valve-in-valve procedure. There were no complications during the procedure. Complete hemostasis was achieved. The patient was transferred to the cvru in stable condition. The patient was referred to cardiac rehabilitation and discharged pod #4.